Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump that had an inoperative open button on channel b's keypad; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. The user interface module software version of this device is 5.48.92. No additional information is available.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition, that had an inoperative "open" button on channel b's keypad, was confirmed by service. The cause of the reported condition was determined to be an inoperative keypad due to fluid intrusion.